Manufacturer narrative:
Conclusion: the subject delivery catheter system (dcs) was not returned to medtronic, and as such no analysis could be performed. No procedural images were provided for review. Recapturing is a feature of the evolut system that allows for additional attempts at accurately positioning the valve. Various factors can affect valve positioning including patient anatomy or physician technique. In this case, it was reported that the patient had a horizontal aorta, with a 75-degree angle, and a bit of tortuosity in the femoral artery. This indicated that the probable cause of the positioning difficulties was patient anatomy. Based on the investigation completed into capsule buckle events, there is no evidence that the product fails to meet specification. These events are most likely not related to a fault condition of the device. The exact root cause of capsule buckle is unknown. However, patient anatomy (vessel tortuosity and calcification) and use conditions due to challenging anatomy (insertion angle, force required to advance, torqueing of the catheter) are known potential contributing factors to capsule damage. The challenging anatomy present may have caused or contributed to the capsule damage. The capsule buckle resulted in the valve being unable to be deployed. A device history record (DHR) review was performed on the dcs and there were no correlations / issues identified regarding manufacturing. The device was manufactured per approved and released manufacturing processes and the device met all applicable manufacturing specifications prior to release for distribution. The DHR review did not show any findings related to this event. There was no information to suggest a device quality deficiency that may have caused or contributed to this event. Updated g1, h6. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of a transcatheter bioprosthetic valve, the valve was recaptured twice due to deep positioning. On the third deployment attempt, the capsule did not respond when the deployment knob was turned. Five millimeters (mm) of the valve remained outside of the capsule. The system was removed from the patient and was replaced. A kink and buckle were observed in the beginning portion of the capsule. It was reported that the patient had a horizontal aorta, with a 75-degree angle, and a bit of tortuosity in the femoral artery. No adverse patient effects were reported.

Manufacturer narrative:
Product analysis: the product was not returned by the healthcare provider, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.